Event description:
The advocate called in for help with the customer's meter. While troubleshooting, the meter display appeared to have intermittently missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter was returned for evaluation. A new meter was sent to the customer.